Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had missing pixels in display. There was no patient involvement.

Event description:
It was reported that the device had missing pixels in display. There was no patient involvement.

Manufacturer narrative:
Correction: device evaluation by manufacturer. Additional information: device available for evaluation, returned to manufacturer on, imdrf annex a,b,c,d and g grids, remedial action required and remedial action. Omit: a0902 - display or visual feedback problem (1184), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available and g02014 - display. H3 other text : see manufacturer narrative.